Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance on the right ventricular (rv) channel. The device remains in use. No adverse patient effects were reported.